Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented with an audible alert. The alert was due to right ventricular (rv) lead t-wave over-sensing. The sensitivity was reprogrammed on the lead and the lead remains in use. No patient complications have been reported as a result of this event.